Manufacturer narrative:
Pending evaluation . Concomitant device(s): 320-01-05, 05311223 - humeral tray, 300-30-06, 05112876 - equinoxe preserve stem 6mm, reverse shoulder torque defining screw kit. *

Event description:
As reported, this (B)(6) patient's left shoulder was revised due to the liner disassociating from the humeral tray. Patient was last known to be in stable condition following the event. Devices will be retuning.

Manufacturer narrative:
Section h10: (d4) expiration date: 29-sep-2025, serial number: (B)(6). (H3) the revision reported was likely the result of either incomplete seating of the liner during implantation, bone impingement, patient conditions, or any combination of these possibilities, which led to humeral liner disassociation. (H4) device manufacture date: 03-oct-2020.